Event description:
It was reported that a patient underwent an implantation of an intraocular lens (iol) which is part of a product recall. Abbott issued the product recall due to a diopter mix-up between two lots.

Manufacturer narrative:
Additional information: (B)(6) years, female. (B)(6). E3: physician placeholder.

Manufacturer narrative:
(B)(6). (B)(4). The primary cause for this event was the inadvertent switching of the device history record (DHR) labeling pouches between the two totes of impacted lenses on an in-process storage rack. Placeholder.

Manufacturer narrative:
(B)(6) 2012. Placeholder.